Event description:
It was reported that the implantable cardioverter defibrillator (ICD) went into backup mode with high voltage therapies enabled. The physician elected to explant and replace the ICD. Additionally, during this procedure, the right ventricular (rv) lead was capped and replaced prophylactically due being part of the externalized conductors' advisory notification. The patient condition was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.